Event description:
Customer reports taking 20 units of insulin based on a glucose result of 345 mg/dl received on their freestyle flash blood glucose monitor. After taking insulin, customer received results of 151mg/dl, 140mg/dl and 130mg/dl. Later the customer felt shaky - a symptom of hypoglycemia. She took another blood glucose reading and received a result of 75mg/dl. Customer ate some glucose tablets in order to stabilize glucose levels.